Event description:
A malfunction alarm was reported, with the pump displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the issue arises again.